Manufacturer narrative:
A correlation between the device and the reported signs of hemolysis and worsening heart failure could not be conclusively determined. Hemolysis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The patient remains on lvad support. Additional information was requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The patient reportedly experienced hemolysis with unspecified worsening signs of heart failure. The patient was anticoagulated with warfarin at the time of the event. Unspecified changes were made to the patient's medications. Additional information was requested, but was not provided.

Manufacturer narrative:
The pump was not explanted, therefore, it will not be returned for evaluation. No further information was provided. A correlation between the device and the reported signs of hemolysis, worsening heart failure and the subsequent patent's outcome could not be conclusively determined. Hemolysis and right heart failure and are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 14sep2017. It was reported that the patient expired on (B)(6) 2016. The cause of death was end stage heart failure. No autopsy was requested and the device was not explanted. It was not returned for evaluation.